Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections g3, g6 and h6.

Manufacturer narrative:
The lal was cut into fragments during explantation and the fragments were returned to rxsight and evaluated; no anomalies or defects were detected in the returned lal. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient with a history of prior lasik and prk and with significant dry eye that required punctal cautery was implanted with the light adjustable lens (lal, sn (B)(6), +24.0d) on (B)(6) 2024. The patient successfully completed all light treatments on (B)(6) 2024. Ten days later, the patient underwent emergency abdominal surgery. One week after the abdominal surgery, on (B)(6) 2024, the patient returned to the eye care professional's office complaining of blurry vision and visual disturbances even though uncorrected distance visual acuity was 20/20 and manifest refraction was -0.75 +0.50 x136. The lal was explanted and a new lal (sn (B)(6), +24.0d) was implanted as a replacement.